Manufacturer narrative:
(B)(4). The device was returned to the factory on 01/13/2021. An investigation was conducted on 02/08/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt body. The silicone balloon was observed to be intact, no visual defects were observed. A crack was observed on the bottom of the gray main seal. No air flow testing was conducted do to the crack on the main seal. Based on the returned condition of the device, the reported failures "crack" and "improper flow or infusion" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25154022 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Event was described as" the little plastic thing on the btt port was cracked and it was allowing co2 to escape". A tunnel could not be achieved so a second instrument was opened to complete the procedure. The event took place prior to entry into patient so there was no patient effect.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Event was described as" the little plastic thing on the btt port was cracked and it was allowing co2 to escape". A tunnel could not be achieved so a second instrument was opened to complete the procedure. The event took place prior to entry into patient so there was no patient effect.

Manufacturer narrative:
Corrected section: h3: device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Event was described as" the little plastic thing on the btt port was cracked and it was allowing co2 to escape". A tunnel could not be achieved so a second instrument was opened to complete the procedure. The event took place prior to entry into patient so there was no patient effect.